Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker exhibited loss of capture and pacemaker mediated tachycardia. Programming changes were made. There were no patient consequences.